Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/21/2014 with the following findings: the reported intermittent-power issue could not be adequately investigated due to a no-power issue, which was caused by internal moisture damage; thus no conclusions can be determined in this regard. Several inexplicable reboot events, which can be indicative of a power issue, were observed in the black box data. The battery compartment was cracked in the thread area. The pump case was cracked near the right side of the display lens. Moisture was present behind the display lens. The pump failed to power on. The pump failed a leak test due to the pump case damage. The pump case was removed, and evidence of moisture damage was found on internal components. The relation of the aforementioned device failures to the reported intermittent-power issue can not be determined, as the reported intermittent-power issue would have to be duplicated to determine such. Unrelated to the reported intermittent-power issue, a second battery compartment crack was found under the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the battery compartment was cracked and the threads of the battery cap were stripped. It was reported that evidence of moisture ingress was observed behind the display lens. The reporter alleged that the pump was experiencing an intermittent-power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.